Event description:
On (b)(64) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 9pm on (B)(6) 2015, when she obtained alleged inaccurately high blood glucose results of 600 and 400 mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She claimed that 5 days after the start of the alleged issue, she developed symptoms of shaky. She denied receiving any treatment for her symptoms. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered medication based on the alleged results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.